Event description:
It was reported that the pump was 'broke' and had not worked for 10 years. The reporter stated that the pump did not contain drug for 5 years and that the patient was scheduled for an MRI 'as part of the routine to replace the pump with a new pump'. The medication used in the pump was unknown. No patient symptoms or injury were reported. The patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703, lot# j93122401, implanted: (B)(6) 1994, product type catheter; product ID 8575, lot# j0203530r, implanted: (B)(6) 2003, product type accessory. (B)(4).